Manufacturer narrative:
One sample device was returned. The original packaging was not returned with the device. The sample had significant biologic matter inside the tubing and balloon cuff. The balloon cuff was examined and both proximal and distal collars remain attached to the tubing. The microcuff balloon was infused with water, immediately, leakage was observed in the middle area of the balloon cuff. When viewed under magnification (50x), the balloon cuff exhibited a hole/slit in the middle portion of the balloon cuff, on the side where the radio-opaque is located. A root was has not been determined and the investigation is ongoing. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Additional information was received on 12-dec-2016 that states, the transitioned to hospice care after terminal cardiac arterial disease. On 14dec2016, (B)(6).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. (B)(4). Sample not returned yet.

Event description:
It was reported a patient was intubated with a subglottic microcuff. After three hours of use, the cuff would not hold any air. The tube was exchanged and the patient was reintubated with a new subglottic tube. No additional information received.